Manufacturer narrative:
Bci field service engineer (fse) was dispatched for this event. Fse determined that condenser was clogged with dust. Fse noted no other damage to the instrument at the time of inspection, and instrument had the appropriate safety ratings. Condenser was cleaned and normal preventive maintenance was conducted. Instrument was confirmed to be operational. Root cause was associated with dust-clogged condenser, due to lack of preventive maintenance.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a burning smell in connection with the allegra 6r centrifuge. There was no smoke or fire.the fire department and the safety office were not contacted.there were no reports of injury connected with this event.